Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("check therapy pad" messages, arrhythmia alarms) has been confirmed. As received, the belt failed incoming functionality testing, specifically the te recognition test. Upon investigation, there was an open along the pulse wire inside the cable connecting the distribution node and ECG b. The cause of the test failure and the reported messages is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "check therapy pad" messages and arrhythmia alarms.